Event description:
A site representative reported that the ent fusion software was unresponsive during a case. She did not mention the exact point in the software when it was not responding. She said that she re-started the fusion and the surgery was completed with the use of navigation. No impact on patient outcome.

Manufacturer narrative:
The site representative could not provide patient information. Software investigation completed. This issue will be continually monitored in a medtronic software anomaly tracking database. The system has been successfully used since and the reported issue has not recurred.